Event description:
Contact reported that the cervical screw did not engage the bushing. This resulted in the screw going in too deep. The surgeon noted the problem and removed the screw and there was no adverse patient consequence as a result of this event. If this was to recur and the surgeons not note the problem it could potentially result in patient injury.